Manufacturer narrative:
G4: 29oct2020 b4: (B)(6) 2020 the service technician confirmed there was no patient involvement when the issue was discovered; therefore, there was no patient or user harm reported. The reported issue was discovered during testing. The service technician confirmed the ventilator has error tidal volume too low found during testing. The service technician replaced the flow sensor assembly to resolve the reported issue of low tidal volume. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported adjust the amount of flow. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.